Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. MDR filed due to keyword ¿smoke¿ present in complaint. The tilt recline actuator module (tram) was returned for evaluation, and subsequent testing verified the complaint. Internal inspection revealed heat damage. Several components of the pcb showed signs of overheating on one of the two output channels. Fets q80, q82 and ic u80 (fet driver) showed signs of overheating. The overheating of the components indicates either an overvoltage or over-current condition existed causing the damage that prevented the associated channel from driving the actuator.

Event description:
The consumer alleges she saw a puff of smoke and the chair quit working. No injury is alleged.